Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 3: same failure; different patients; different surgeons. Other mfg report number: 3004170064-2017-00005; 3004170064-2017-00004, sus voluntary event report # mw5068787. It was reported the use of surgimend on 4 patients, and 3 of them had delay wound healing that caused the patients to return to operating room for interventions. All 4 cases were done by different surgeons. Provisional diagnosis for this patient: erosion of other implanted mesh and other prosthetic materials to surrounding. No more information available.

Manufacturer narrative:
Integra has completed their internal investigation on june 7, 2017. Results: device has not be returned for evaluation, therefore failure analysis cannot be performed. DHR review; all product specifications were met. Complaints history; complaint occurrence rate: three complaints of (B)(4) units sold from april 2016-aprtil 2017 results in a remote occurrence rate of (B)(4). Conclusion: device has not be returned for evaluation, therefore root cause analysis cannot be performed.